Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary retention. In-clinic evaluation determined that the device was functioning appropriately, and imaging indicated the urethra was open. A catheter was inserted to drain the bladder. Subsequently, the cuff was explanted and replaced with a larger one. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary retention. In-clinic evaluation determined that the device was functioning appropriately, and imaging indicated the urethra was open. A catheter was inserted to drain the bladder. Subsequently, the cuff was explanted and replaced with a larger one. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.